Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Review of the provided photographs showed evidence of significant damage to the outer cage of the embotrap device. Two (2) strut fractures are visible on the second body segment of the device, and the first body segment of the device shows evidence of deformation. The cause of this damage cannot be confirmed from the photographs provided. The remainder of the outer cage shows no evidence of damage or deformation. The inner channel, distal coil and a partial section of the proximal coil were visible in the provided photograph and showed no evidence of damage or deformation. The remainder of the proximal coil, the radiopaque markers, adhesive fillets, shaft and insertion tool were not visible in the photograph provided and therefore the condition of these features could not be confirmed. A device history review record associated with lot 21a062av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The review of the provided photographs indicates significant damage to two body sections of the outer cage of the embotrap device. No further damage or deformation was visible on the embotrap device in the photograph provided. The root cause of this damage and deformation cannot be confirmed from the provided photographs. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a mechanical thrombectomy, 5x33 embotrap revascular device (et007533, 21a062av) kinked. There was no patient injury reported. No additional information was provided at the time of the complaint initiation. Two photographs were provided.

Manufacturer narrative:
Product complaint #: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.

Manufacturer narrative:
Product complaint #(B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a mechanical thrombectomy, 5x33 embotrap revascular device (et007533, 21a062av) kinked. There was no patient injury reported. No additional information was provided at the time of the complaint initiation. No additional information is available. Review of the provided photographs showed evidence of significant damage to the outer cage of the embotrap device. Two (2) strut fractures are visible on the second body segment of the device, and the first body segment of the device shows evidence of deformation. The cause of this damage cannot be confirmed from the photographs provided. The remainder of the outer cage shows no evidence of damage or deformation. The inner channel, distal coil and a partial section of the proximal coil were visible in the provided photograph and showed no evidence of damage or deformation. The remainder of the proximal coil, the radiopaque markers, adhesive fillets, shaft and insertion tool were not visible in the photograph provided and therefore the condition of these features could not be confirmed. The review of the provided photographs indicates significant damage to two body sections of the outer cage of the embotrap device. No further damage or deformation was visible on the embotrap device in the photograph provided. The initial examination of the returned embotrap device identified deformation and damage present on two of the body segments of the outer cage of the returned device. One of the floating crowns of the first body segment of the outer cage has kinked and deformed. Deformation and a strut fracture was observed on the second body segment of the outer cage. The proximal coil of the device also appears to have moved proximally relative to its original bonded position, as evident through a visible gap between the distal end of the proximal coil and adhesive present on the proximal joint. No further damage was observed on the remaining features of the returned embotrap device (i.e. Gold markers, marker coils, remainder of inner channel and outer cage, shaft). The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged (other than the bond between the proximal coil and proximal joint). The fractures observed during visual inspection and sem analysis are consistent with a material failure under tension. Sem analysis of the appearance of the fracture faces present on the returned device displayed features typically observed during failure due to a uniaxial tensile force. The complaint event description did not report any procedural details (i.e. Procedure steps where complaint occurred, whether resistance was felt or high force was applied to the device during procedure), therefore the root cause of the damage and deformation present on the returned device cannot be determined. The complaint description also only reported ¿stent-retriever fail (stent kink)¿, without any report of the additional damage (strut fracture, proximal coil movement) present on the returned device. It is possible that this refers to both the deformation and fracture observed on the returned device, but it cannot be confirmed that the damaged observed on the returned device which was not explicitly reported in the complaint event description (i.e., strut fracture, movement of proximal coil) was a result of the complaint event. This damage could have occurred during handling and transport of the device post-complaint event. Possible causes of the damage and deformation present on the device include the following: advancement of the device in an expanded state o the kinking and deformation of the floating crown on the first body segment may have occurred if the device was advanced in an expanded state (i.e. Within a vessel larger than the recommended microcatheter ID (0.021¿)). This also has the potential to occur during device introduction through a microcatheter hub, where if the insertion tool is not fully seated a gap will be present between the insertion tool and the microcatheter lumen. Depending on the size of this gap, the device may be exiting the insertion tool into a relatively large ID space within the hub of the microcatheter prior to entering the microcatheter lumen, allowing for expansion of the device during advancement into the microcatheter lumen. In an expanded state the possibility of engagement of the floating crowns with the outer cage are increased as the cells of the outer cage are open compared to when the device is advanced in a collapsed state. O engagement between the other damaged components of the device (proximal coil and outer cage body segment 2) and an ancillary device (intermediate catheter, guide catheter, aspiration catheter, microcatheter) resulting in resistance to movement of the device could result in the damage present. O the damage present on the proximal coil appears as if the proximal coil was held in place when attempting to advance the device, resulting in distal advancement of the device relative to the proximal coil. This could also be a result of handling. O the fracture present on the second body segment of the outer cage could be a result of the floating crowns of the device engaging with an ancillary device (with increased possibility of this if attempting to advance the device in an expanded state through a catheter with a larger ID than recommended). The fractures present on the returned device demonstrate characteristics consistent with a tensile failure, which could have occurred if these sections of the outer cage engaged with an ancillary device to the point that advancement/withdrawal of the device was prevented and increasing force was applied in an attempt to advance/withdraw the device. In this scenario the floating crowns will be fixed in place while the remainder of the device is free to move, resulting in tensile force being applied to the floating crown struts and eventually fracture of these struts if significant force is applied. A review of the DHR records confirms that there were no issues with the assembly of the lots (sub-assemblies and top assembly), all rejects were accounted for during the DHR review. The returned embotrap device shows evidence of damage and deformation. Deformation is present on the first and second body segments of the device, and strut fractures are present on the second body segment of the device. The proximal coil also shows evidence of movement relative to its original bonded position. No damage or deformation was observed on the remainder of the device. The fractures observed during visual inspection and sem analysis are consistent with a material failure under tension. The root cause of the damage present on the returned device could not be determined, but the damage observed could have been caused by attempted advancement of the device in an expanded state, or attempted advancement/withdrawal of the device against resistance due to engagement of the device with an ancillary device. The complaint event description reported ¿stent-retriever fail (stent kink)¿ only, without any report of the additional damage observed on the returned device. It therefore cannot be confirmed that the additional damage present on the returned device was a result of the complaint event and did not occur during handling and transportation of the complaint unit post-complaint event. There is no indication that this complaint was as a result of a defect with the embotrap device. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.